Manufacturer narrative:
The reported defective device has been received. An investigation into the root cause for this incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported by the end user on (B)(6) 2010, while performing angioplasty with a balloon dilatation catheter, the physician could not deflate the balloon once inflated. The physician was required to deflate the balloon with a needle. The balloon was successfully removed and no further complications were noted. There was no harm to the pt due to this incident and the pt is reported as fine.